Event description:
The dealer reported that the chair was pulling to the left and later displayed an error code 7 which is for a joystick communication fault. This could potentially injur the user because of erratic movement or leave the user stranded because of a joystick issue.